Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced upper display and label and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service. The defective components were received for further investigation. The failure analysis and testing department received the display top lcd with a reported unit failure message of two circular rings on display. Performed visual inspection of this part received and found two circular rings on display upper left corner.the failure analysis and testing department verified the failure message of two circular rings on display. Retained the display top lcd in the fat dept. Per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced upper display and label and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service. The defective components were received for further investigation. The failure analysis and testing department received the display top lcd with a reported unit failure message of two circular rings on display. Performed visual inspection of this part received and found two circular rings on display upper left corner.the failure analysis and testing department verified the failure message of two circular rings on display. Retained the display top lcd in the fat dept. Per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has two circular rings on display bottom right corner, and board needs to be replaced. There was no patient involvement reported.